Event description:
The patient experienced a loss of therapeutic effect. It was noted that she had a stroke in (B) (6) 2009 and also had some falls. The patient was in an assisted-living facility and was reported as in fair condition. Further information was requested.

Manufacturer narrative:
(B) (4).